Event description:
Event verbatim [preferred term] back wraps hurt her skin [skin discomfort], back wraps are too big/back wraps are too bulky/ a piece came off when she was using the product/she had black stuff all over her. She had charcoal all over the bathroom [device leakage], narrative: the initial case was missing the following minimum criteria: other info not qualifying for ae reporting-product complaint. Upon receipt of follow-up information on (B)(6) 2016, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer. A 52-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip), device lot number m73578, expiration date nov2018, from 2008 at an unknown dose and frequency for back pain. The patient medical history was not reported. There were no concomitant medications. The patient reported that the back wraps hurt her skin in 2008. She had black crap all over her on an unspecified date. The patient reported that the back wraps were too big/back wraps were too bulky/ a piece came off when she was using the product/ paper on the product was so thin, making them cheaper/ the material covering charcoal and tape was too thin on an unspecified date. She also reported when she went to the bathroom she had black stuff all over her. She had charcoal all over the bathroom. She could not send the wrap back because there was charcoal was all over her bathroom floor. She also reported the velcro was so thin that it barely held on the back pain wraps, the velcro did not come to the end of the wrap. It did not go from the bottom to the top. The patient was not hospitalized and did not receive any treatment in response to the events. The action taken with thermacare heatwrap was dose not changed. The outcome of the events was resolved on an unspecified date. According to product quality complaint group, batch m73578, is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non-assignable (complaint not confirmed). A sample is not available for evaluation by the site; complaints not confirmed. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon review of the batch records, release testing data or, an inspection of retained samples. Retained samples met the product description. This complaint does not impact the product quality for the batch. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint regarding the subclass adhesion/fastening defect on batch m73578. A complaint assessment performed to identify a potential trend. The calculated complaints per million produced (cpmp) result of 9 is below the upper control limit (ucl) of (B)(4), complaints per (B)(4), "complaint trending guideline," effective (B)(6) 2020. Per (B)(4), a visual examination performed to identify a potential trend. No trend identified. On this basis, a trend does not exist for this lot. Site sample status was not received. Severity of harm was s1 for subclass: adhesion/fastening defect. Follow-up (09dec2016): new information received from a contactable consumer includes: age, thermacare heatwrap start date, action taken, events outcome, no concomitant medications. The patient was not hospitalized and did not receive any treatment in response to the events. Follow-up attempts are completed. No further information is expected. Followup (16nov2016): this follow-up report is being submitted to upgrade this case to a reportable MDR follow-up (20apr2020): new information received from a product quality complaint group included: investigation result. Follow-up attempts are completed. No further information is expected. Comment: the events "she had black stuff all over her " (device leakage) and skin discomfort were assessed as nonserious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Batch m73578, is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non-assignable (complaint not confirmed). A sample is not available for evaluation by the site; complaints not confirmed. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon review of the batch records, release testing data or, an inspection of retained samples. Retained samples met the product description. This complaint does not impact the product quality for the batch. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint regarding the subclass adhesion/fastening defect on batch m73578. A complaint assessment performed to identify a potential trend. The calculated complaints per million produced (cpmp) result of 9 is below the upper control limit (ucl) of (B)(4), complaints per (B)(4), "complaint trending guideline," effective (B)(6) 2020. Per (B)(4), a visual examination performed to identify a potential trend. No trend identified. On this basis, a trend does not exist for this lot. Site sample status was not received.

Event description:
Event verbatim [preferred term] back wraps hurt her skin [skin discomfort] , back wraps are too big/back wraps are too bulky/ a piece came off when she was using the product/she had black stuff all over her. She had charcoal all over the bathroom [device leakage] , . Case narrative:the initial case was missing the following minimum criteria: other info not qualifying for ae reporting-product complaint. Upon receipt of follow-up information on 16nov2016 this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer. A (B)(6)female patient started to use thermacare heatwrap (thermacare lower back & hip), device lot number m73578, expiration date nov2018, from 2008 at an unknown dose and frequency for back pain. The patient medical history was not reported. There were no concomitant medications. The patient reported that the back wraps hurt her skin in 2008. She had black crap all over her on an unspecified date. The patient reported that the back wraps were too big/back wraps were too bulky/ a piece came off when she was using the product/ paper on the product was so thin, making them cheaper/ the material covering charcoal and tape was too thin on an unspecified date. She also reported when she went to the bathroom she had black stuff all over her. She had charcoal all over the bathroom. She could not send the wrap back because there was charcoal was all over her bathroom floor. She also reported the velcro was so thin that it barely held on the back pain wraps, the velcro did not come to the end of the wrap. It did not go from the bottom to the top. The patient was not hospitalized and did not receive any treatment in response to the events. The action taken with thermacare heatwrap was dose not changed. The outcome of the events was resolved on an unspecified date. Additional information has been requested and will be provided as it becomes available. Follow-up (09dec2016): new information received from a contactable consumer includes: age, thermacare heatwrap start date, action taken, events outcome, no concomitant medications. The patient was not hospitalized and did not receive any treatment in response to the events. Follow-up attempts are completed. No further information is expected. Follow-up (16nov2016): this follow-up report is being submitted to upgrade this case to a reportable MDR company clinical evaluation comment the events "she had black stuff all over her" (device leakage) and skin discomfort were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the events "she had black stuff all over her " (device leakage) and skin discomfort were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.